Event description:
It was reported via the (B)(4) study, (B)(6) that there was failure to restore flow after use of the revive se (frs214522c/ t10000) for middle cerebral artery (mca) and one day post procedure there was internal carotid artery (ica) occlusion that was not present post procedure. The patient had presented with thrombus in the mca region with nihss 16. After 3 passes with the revive se, the result was tici 0 flow. A penumbra device was then used and blood flow was improved to tici 2a flow. A CT showed no abnormal findings and no ica occlusion. After the procedure, administration of glyereb and radicut was initiated. The following day, within 24 hours post procedure, MRI showed occlusion at the left ica with no obvious change in symptoms with nihss of 21. Two days later, administration of heparin was initiated, and there was no change in symptoms one day later (four days after the procedure). Nihss was 18. The cause of the ica occlusion is not known. With additional follow-up investigation it was reported that a prowler select plus microcatheter (606-s255x/unknown lot) was used during the procedure, but it is not known if this catheter caused any injury or trauma that may have contributed to the event. It was reported that the event outcome is not recovered. The investigator indicated that the relationship of the device and procedure to the event cannot be denied due to lack of evidence.

Manufacturer narrative:
(B)(6). Complaint conclusion: the revive se was returned for analysis. The device passed inspection and functional testing. No damage was found to the revive. Without photographic evidence and clarification from the end user, it cannot be determined why the blood flow was not created. In addition, without the return of the prowler plus microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued occlusion, reoccurrence of thrombus/emboli as well as vessel damage and neurological symptoms are known potential complications associated with the use of the revive se as outlined in the instructions for use. With review of the available information, underlying lesion characteristics may have contributed to the inability to establish flow. Based on the available information, and as reported, no conclusion can be made regarding the reported post procedure ica occlusion and the relationship to the device; therefore, no corrective actions will be taken at this time. This is 1 of 2 mdrs related to this complaint with associated manufacture report number 1058196-2013-00335. Revive se is not distributed in the us; however, it is similar to us distributed revive pv.